Event description:
Philips received a complaint on the patient information center ix indicating the central stations are not monitoring the vitals of the patients. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and determined that the switch could locally connect to the main server but couldn¿t access anything beyond due to the monitors lacking ip addresses. The fse configured a local dhcp server on the core switch to enable local monitoring connections. To address connectivity issues between campuses, the fse collaborated with it and determined that rebooting the switches was necessary. Once rebooted, connectivity was restored, and the fse verified that all monitors and central stations were functioning correctly and that all devices were connected. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.